Manufacturer narrative:
The initial medwatch incorrectly reported the site registration number. The site registration number is 3011050570.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer¿s reported complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the damaged jaw was likely due to excessive force applied on the jaw during use. The event can be detected/prevented by following the instructions for use (IFU) which state: "do not apply excessive force to the device. If damaged, pieces from the device may fall into the patient. Harm may occur." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, this device has not been returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
An olympus representative reported to olympus on behalf of the customer that during laparoscopic nephrectomy, part of the tip of this powerseal broke off into the abdominal cavity. The device was already outside of the body when the customer noticed the part of the tip was missing. The customer went back in, using a laparoscopic hand instrument to retrieve the broken device. The procedure was delayed for 10-15minutes and completed with a new powerseal. There were no reports of further harm or user injury associated with this event.